Manufacturer narrative:
One intraocular lens (iol) was returned for evaluation, loose in a plastic bio-hazard bag with one lens label affixed to it. The remainder of the original packaging was not returned. Visual inspection found the lens had the appearance of the reported lens and was in two pieces. A large portion of the optic had been torn off and was lying loose in the bag; both haptics were bent. Particulates, saline dendrites, and dried solutions were visible on the optic. The cause of the damage could not be determined and functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. No similar events have been reported for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that during a phacoemulsification surgery to implant an intraocular lens (iol) into the left (os) eye, the surgeon noticed one of the iol haptics had broken after implant into the eye. The original incision size was 2.4mm and was enlarged, however, the enlarged incision size has not been provided by the reporting facility. A back up lens of the same model and diopter was successfully implanted. No sutures were necessary. No further complications were experienced. The reporting facility indicated there was no patient injury and the patient's prognosis is good. In the physician's opinion, the most likely cause of the damage was the result of the lens being stuck in the delivery device.